Event description:
It was reported that 2 relion pen needles experienced difficult device operation, and the cannula breaking off. The following information was provided by the initial reporter: consumer reported the pen needle would not attach onto his pen properly. When removing the plastic outer sleeve (outer cover) the needle detached from pen.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Tested 7pcs retention samples of thread function, all results passed. Outer cover pull force test was conducted on 7pcs retention samples. No failure was found.

Event description:
It was reported that 2 relion pen needles experienced difficult device operation, and the cannula breaking off. The following information was provided by the initial reporter: consumer reported the pen needle would not attach onto his pen properly. When removing the plastic outer sleeve (outer cover) the needle detached from pen.